Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 427 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose. Customer was treated with insulin and fluids. Customer was not wearing the pump at time of emergency room visit because the patient took the pump off in the after because it would not turn on. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 300 mg/dl. Customer had already tried several new batteries prior to calling in. Customer stated the display did not return and advised to remove battery for 10 minutes. Customer was advised to call back once she has the cap replacement and new batteries to continue with troubleshooting.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display noted. However, the insulin pump was received with normal operating currents. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.